Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse with supplemental information by a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient remained hospitalized. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot numbers gd892547 and gd893149. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.